Event description:
It was reported by customer that the 400 cc evacuation system with 18 inch polyvinyl chloride tubing and trocar tubing disconnection causing blood to drain on the patient and bed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.